Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient felt unwell and presented to the hospital where he was found to be in third degree heart block. The pulse generator could not be interrogated and pacing could not be induced with a magnet applied. The device was removed.